Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a patient information: refer to section b5 for complete patient information.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were western blot negative. The following information was obtained; however, no specific donor results were provided. All results were initial reactive, repeat reactive, and western blot negative. Sids on instrument as1429: sample ID (B)(6) - (B)(6) 2026. Sample ID (B)(6) - (B)(6) 2026. Sample ID (B)(6) -(B)(6) 2026. Sample ID (B)(6) - (B)(6) 2026. Sample ID (B)(6) - (B)(6) 2026. Sample ID (B)(6) - (B)(6) 2025. Sample ID (B)(6) - (B)(6) 2025. Sample ID (B)(6)- (B)(6) 2025. Sample ID (B)(6) - (B)(6) 2025. Sid on instrument (B)(6): sample ID (B)(6) - (B)(6) 2026. No impact to patient management was reported.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were western blot negative. The following information was obtained; however, no specific donor results were provided. All results were initial reactive, repeat reactive, and western blot negative. Sids on instrument (B)(6): sample ID (B)(6) - (B)(6) 2026, sample ID (B)(6)- (B)(6) 2026, sample ID (B)(6) - (B)(6) 2026, sample ID (B)(6) - (B)(6) 2026, sample ID (B)(6) - (B)(6) 2026, sample ID (B)(6) - (B)(6) 2025, sample ID (B)(6) - (B)(6) 2025, sample ID (B)(6) - (B)(6) 2025, sample ID (B)(6) - (B)(6) 2025. Sid on instrument (B)(6): sample ID (B)(6) - (B)(6) 2026 . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s htlv I/ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Review of tracking and trending for the alinity s htlv I/ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75381be00. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot number and complaint issue. A review of alinity s htlv I/ii ln 6p07-60 reactive rates and specificity (assuming zero prevalence), and for lot number 75381be00 specifically was performed utilizing field data. Initial reactive rates (irr), repeat reactive rates (rrr) and specificity observed for lot 75381be00 are within product requirements and comparable to other lots analyzed in the comparison. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation the alinity s htlv I/ii reagent lot 75381be00 is performing as intended, no systemic issue or deficiency was identified. All available patient information was included. Additional patient details are not available.